Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the endoscope cable could not be connected securely because the video connector socket was worn out. Additionally, the image was interrupted because the connector was worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited image interruption and the endoscope cable could not be connected securely. There was no patient involvement.